Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reported that when they tried to remove the catheter from the umbilicus, they found that the catheter was not coming out as normal so they were afraid that if it was pulled out it might cause damage to the baby. The customer reports that they did imaging and saw that the catheter either had a kink or a break and decided to transport the baby to a hospital in (B)(6) for removal in the event they needed a pediatric surgeon. They were able to remove it but they reported the catheter did have a break in it.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.